Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, at the end of the surgery, when sealing fat tissue that was not thick, the device had no seal (no evidence of energy delivery and end tones heard) and stopped working. There was no re-grasp alert. There was no bleeding, and the jaws were cleaned when needed. Good seals were noted throughout the entire surgery. The only problem was at the end of the procedure. It was not a problem with the unit because it worked well throughout the surgery and was then used in other procedures, functioning completely normally. The procedure went smoothly. Another device was left in case it was needed, but in the end, it was not required. There was no patient injury.